Event description:
It was reported that pt underwent left total knee arthroplasty in 2003. Pt developed a staph infection and was treated with antibiotics for five months. Radiographs indicated femoral component was loose and revision surgery was performed in 2004 to replace components.